Manufacturer narrative:
If explanted, give date: lens has not been explanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned; it remains implanted at this time. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter lens was implanted in the study patient¿s right eye (od). The patient reported experiencing severe halos and starbursts. The ucdva (uncorrected distance visual acuity) for od was 20/60. The doctor has scheduled an explant for this patient. There were no patient complications and/or related injuries. And the procedure was completed successfully. The patient's outcome did not significantly interfere with activities of daily life. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.